Manufacturer narrative:
Findings: unit communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No unexpected suspend alerts noted. No unexpected button error alarms and stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and  was not unlocked during visual inspection. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 174 mg/dl. No significant events leading to the alarm were observed. Customer also reported that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 320 mg/dl, while the sensor glucose was 40 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Product is expected to return.